Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. Omsc was informed that as a result of multiple microbiological testing, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2020] air/water channel: unspecified microbes (>20 cfu/ml) auxiliary water channel: unspecified microbes (>20 cfu/ml) [second time; (B)(6) 2020] no microbe was detected from the distal end, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of 2 times microbiological testing by the user facility, any of the following microbes were detected from the sample collected from instrument channel of the device. Enterobacteriaceae (B)(6) pseudomonas acinetobacter baumannii other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.